Manufacturer narrative:
Follow-up #1; date of submission: 09/27/2016. The device has been returned and evaluated by product analysis on 09/01/2016 with the following findings. Multiple replace battery 128-fe00 alarms were observed in the pump history. The voltage was not low during alarms. The pump powered on to a blank display and the remaining investigation steps were unable to be completed. Moisture was visible in the display. Pump leaks were observed at the display lens. The pump was opened; moisture damage was found throughout pump. A crack at the battery compartment was found traveling up from the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery is not lasting as long as the user would expect. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.